Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the extension tubing is confirmed; however, the root cause was not identified. One 20 ga powerglide pro catheter and one extension set attached to the catheter was returned for evaluation. The returned product sample was evaluated, and the following observations were made: a complete break in the extension tube was confirmed and occurred at the interface of the luer adapter. The fracture surface of the damage contained some striation-like patterns. The proximal break site appeared to have a granular fracture surface and adhesive-like material inside the luer adaptor. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed such as potential adhesive failure or material degradation. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, patient said they rolled over and felt sometime from their midline. The extension tubing broke where the needle free connector attaches. No patient impact. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, patient said they rolled over and felt sometime from their midline. The extension tubing broke where the needle free connector attaches. No patient impact. No other information was provided.